Event description:
It was reported that a pt had a (B)(6) infection of a lumbar wound. Lab work was conducted on (B)(6) 2011. The pt experienced worsening pain, and required impatient hospitalization. The pump and catheter were explanted. The pt's outcome was noted as having had resolved without sequelae. Drugs infused included lioresal 374.89 mcg/day. Dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
(B)(4).